Event description:
A consumer reported noticing an oily spot or film on the top left corner of her right eye since intraocular lens (iol) implant surgery. The consumer reported her vision was not as good as before the surgery. The surgeon reported that the patient developed a posterior vitreal detachment (pvd) following surgery. The patient was seen by a retinal specialist who also reported the pvd and cystoid macular edema. In a follow up, the surgeon reported the event continues with decreased visual acuity.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/05/2009 and 03/06/2009 by phone, fax, and mail. A completed questionnaire was received on 03/10/2009. This report was mailed to FDA on: 04/03/2009.